Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis coincident with dianeal pd2 unknown bag therapy. On (B)(6) 2010, the patient started treatment with dianeal pd2 unknown bag, (frequency not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized on (B)(6) 2011 for the peritonitis. The patient was treated with a gentamycin. On (B)(6) 2011, the patient was discharged from the hospital and the peritonitis was resolved. It was unknown if the dianeal therapy was ongoing. The reporter believed that the peritonitis was not related to the dianeal therapy.